Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient mdm liner, poly and head replaced. Patient washed out. 36-10degree liner and 36+5 put back in. Patient originally had dissociated a few weeks ago. Patient was then reduced in ed. Patient then dissociated again. Patient was mobile. Patient was active. No previous spinal surgery. No x-rays available. Update 08/february/2021 wg: as reported in the communications log: "right side. The larger head dislocated from the smaller head. Mdm poly from femoral head."